Event description:
It was reported, the welding on the t2/ gamma depth gauge came apart. The defect was not an issue in surgery and could have simply been wear and tear of 5 yr old instrument. The instrument was discarded in surgery.

Manufacturer narrative:
Device was discarded by the hospital. No eval will be performed. If add'l info becomes available it will be reported on a supplemental report.